Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred. Customer reportedly resolved the issue and resumed insulin delivery, but declined to provide additional information or complete troubleshooting with tandem technical support. Customer's blood glucose level was 150 mg/dl.